Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 104.0 cm from the proximal end; the embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pet lock was broken and the pull wire was completely retracted out of the distal detachment tip (ddt). A broken pet lock and retracted pull wire is an indication that a pull force was applied to the pull wire, typically in an attempt to detach the embolization coil from the pusher assembly. By design if the pet lock is broken and the pull wire is retracted out of the ddt, the embolization coil will detach from the pusher assembly. The retraction of the pull wire was the likely root cause of the embolization coil detaching from the pusher assembly. The od of the embolization coil was measured and found to be within specification. The kink observed on the pusher assembly was likely incidental and may have occurred during packaging for return. The ruby coil detachment handle that was returned had no visible damage, and was found to be functional. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed a ruby coil into the patient using a lantern delivery microcatheter (lantern) but then decided to adjust the lantern. Therefore, the ruby coil was removed from the patient and resheathed. After adjusting the lantern, the physician advanced the ruby coil through the lantern and back into the patient. For the second time, the physician wanted to readjust the lantern and therefore, attempted to remove the coil. However, while the ruby coil was being retracted, it unintentionally detached inside the lantern. Subsequently, the lantern containing the detached ruby coil was removed from the patient. The physician then decided to end the procedure at this point and did not coil the patient. There was no report of an adverse effect to the patient.